Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise of superior vena cava (svc) coil impedance from normal range to undefined high over a six-month time period. The rv lead remains in use. No patient complications have been reported as a result of this event.